Manufacturer narrative:
The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Telemetry, lead impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
The product was returned due to patient death without a complaint associated to the product. Cause of death: congestive heart failure, diabetes mellitus type ii and hypertension.